Manufacturer narrative:
Company representative calibrated the co2 module to factory specifications. Calibrated and safety tested the monitor to factory specifications.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected co2 monitoring. No patient injury was reported.